Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a 12 mm trocar during a procedure. The air exhaust valve was reversing air from the cavity, even just removing the mandrel, without placing any tongs. Two units were used and they presented the same problem without placing any external clamps. Additional information was not provided. The malfunction is filed under aag reference 400438557.